Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had error e226. There were no reports of patient harm.

Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image occurred and there was a foreign material present in the distal end cover. Based on the results of the investigation, it is likely the following led to the malfunction caused due to corrosion on plug unit. However, for foreign material present in c-cover, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.